Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during a pre-use check a leak was observed in the cuff of this tracheostomy tube. There was no patient involvement.

Manufacturer narrative:
One pvc - portex tubes blue line was returned for analysis. Under visual inspection the sample of tracheostomy tube appeared to be in good condition. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. The inflation test was repeated on the received sample. It was observed that it is not even possible to inflate cuff because it leaks. Then the sample was submerged in water and the tracheostomy tube cuff was inflated using a syringe filled with air. Air was observed to be leaking from 1mm long tear on cuff. It is the most probable that the cuff tear occurred due to contact with sharp edge or sharp tool.